Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began the week of (B)(6), 2013 (between 10-11am). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. On an unspecified date/time, the patient reportedly obtained a blood glucose reading of over '250mg/dl' with the subject meter and a reading of '170mg/dl' with the hospital's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reason the patient was at the hospital is not specified. The patient manages his diabetes with humulin insulin (self adjuster) and in response to the alleged meter issue, the patient reportedly continued with his usual dose of medication from (B)(6) 2013. According to the csr's documentation, less than 24 hours after the alleged meter issue began, the patient reportedly developed symptoms of 'sweating, not able to focus, dizziness, diarrhea.' The patient's blood glucose reading prior to the onset and during her reported symptoms are not known and it is not clear if the patient had made any changes to her diabetes management, meals, or activity level before her symptoms began. The patient denied testing his blood glucose with another device. According to the csr's documentation, from (B)(6) 2013 the patient reportedly administered an unspecified dose of humulin as self-treatment. It is not known if the patient tested his blood glucose with the subject meter after administering treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
(Serial number) information was not provided. Test strip lot number: not provided.